Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump generated repeated alert 42 messages for motor current sense failure, which prevented the user from entering a meal announcement and performing a fill tubing procedure, and the device was powered down and replaced. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects, and blood glucose was described as in range. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of the device history and complaint records with assessment for a motor control or sensor malfunction within the insulin delivery subsystem. Investigation of this device revealed a suspected motor current sensing malfunction consistent with a motor control hardware or sensor failure, aligning with malfunction alarms documented for the pump¿s insulin delivery component. It was concluded that the cause was a device malfunction due to component failure within the motor current sensing circuit.